Event description:
On (B)(4) 2011, it was reported from the physician's office that the patient's leads were extruding. As a result, the patient's vns generator and lead were explanted on (B)(6) 2011. On (B)(4) 2011, the physician reported that the patient first noticed the extrusion on (B)(6)2011. The physician also reported patient manipulation or trauma occurred which was believed to have caused/contributed to the extrusion. Causal or contributory medication or diet changes preceded the onset of the extrusion as the patient is diabetic. The physician attributes this patient manipulation to affecting the patient's wound healing. Attempts for product return were unsuccessful. On (B)(4) 2011, a medical professional at the explant hospital reported that the generator and lead were discarded, so the product could not be returned for analysis.